Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg fails to turn on or off with the magnet. Magnetic switch was visually inspected but no problems could be seen. A multimeter was used and verified that the switch contacts are not closing. The leads were pressed with tweezers to verify that the welds were good. After this the switch functioned normally. Suspect either contacts of relay switch developed a dead spot or foreign material got between them preventing contact. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system consisting of a paddle lead and an ipg on (B)(6) 2007. It was reported that the ipg lost its magnet functionality after seven weeks of use. Although the patient could still control the ipg via the patient programmer, the ipg was explanted and replaced. No additional information was available. Follow up on the patient found no further issues reported.